Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this (B)(6) patient with right breast cancer, female, has a single-lumen powerpicc catheter placed in PICC clinic on (B)(6) 2021. On (B)(6) 2022, the catheter was found damaged under dsa and removed.

Event description:
It was reported that this 31-year-old patient with right breast cancer, female, has a single-lumen powerpicc catheter placed in PICC clinic on (B)(6) 2021. On january 18, 2022, the catheter was found damaged under dsa and removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph and video files, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed, but the exact cause was unknown. Two videos and one photograph were provided for evaluation. The first video (42 seconds) showed the removal of a powerpicc catheter. The catheter insertion site was in the upper half of what appeared to be the left arm. Some initial tension was observed during catheter withdrawal and the video ended before full withdrawal. A second, eight second, video appeared to show contrast imaging through the PICC catheter. It appeared that contrast had exited the catheter prior to the distal end of the catheter. The photograph showed what was nearly a full circumferential break in the powerpicc tubing. No observable evidence suggested the cause of this event. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this 31-year-old patient with right breast cancer, female, has a single-lumen powerpicc catheter placed in PICC clinic on (B)(6) 2021. On (B)(6) 2022, the catheter was found damaged under dsa and removed. (B)(6) 2023 - defective product exhibited catheter discoloration problem.